Manufacturer narrative:
Continuation of d10: product ID 3777-45 serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2015 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back stating they were getting eri so ps reviewed and redirected pt to their hcp. Pt then noted that their ins was removed in december because as mentioned in already documented report, the pt fell and the leads disconnected or broke. When the pt would turn their ins on they would get electric shocks since they pulled out. Pt noted the leads and the ins was removed but they still had the paddle.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported over 6 months she is having electric shock when she turned on the ins. Patient stated hcp ofc did an x-ray and the leads were not in place/ migrated and ins was not working. Patient stated the mdt rep did reprogramming / played around with it and they realized they need to replace the ins. Patient stated the ins has been off for months. Patient reported she fell 9 months ago. Patient stated the insurance company denied the replacement and they are fighting to remove the ins.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2015 product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2015 product type lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 10-nov-2018, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 12-dec-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.